Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured in the procedure. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation in its original case. Per visual analysis, the green shuttle was engaged to the black handle and the stopcock was open. The sealant, advancer tube, and procedural sheath were not returned. The syringe was not connected to the device. Per functional analysis, leak testing could not be performed due to the resistance from dried contrast and saline solution in the inflation tubing and balloon during product analysis. So, the device was submerged in an ultrasonic cleaner for two hours at 96f to clean the contrast and saline buildup. Once the solution was cleaned, the balloon was inspected for a tear as the balloon could not be inflated. Per microscopic analysis, a taper-to-taper tear was observed in the balloon was revealed, exposing the core wire. A product history review (phr) of lot f1908802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Handling factors, such as rapidly inflating the balloon, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot f1908802 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured in the procedure. There was no reported patient injury. The device will be returned for evaluation.